Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time while the homecare pt was sleeping, solution leaked onto the pt's clothing. The pt returned to the clinic. The tubing set and solution container were replaced and the therapy was resumed. The solution that spilled was cleaned up according to the user facility's protocol. The customer contact indicated that the tubing had separated from the filter. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.